Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the implantable cardiac monitor (icm) exhibited t wave oversensing. The t wave oversensing was observed during the entire duration the icm was implanted. The icm was reprogrammed and the oversensing was resolved. The patient was stable in condition.